Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the multiple drawers and pockets were failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for b)(6) was performed from the date of manufacture, 10-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers and pockets were failed. A field service engineer replaced the retractor band on main 4.1 drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.